Manufacturer narrative:
The serial number was reported as unknown in the initial medwatch report. The serial number has been updated as (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom has been updated as oct 28, 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location is unknown. The lot/serial number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event it was reported from (B)(6) that during an ulna shortening osteotomy (uso) surgical procedure it was observed that the small battery drive device, when being used with an oscillating saw attachment and a console device, ceased halfway through the procedure, just after the surgeon had completed the osteotomy. It was reported that the physician completed the majority of the cut and therefore was able to use a competitor's spare device (saw, k-wire driver and drill) to complete the uso procedure. It was reported that there was 5-10 minute delay due to the event. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.